Manufacturer narrative:
The reported event occurred on a cobas e411 disk analyzer (serial number: (B)(6). The investigation determined that the anti-hcv g2 elecsys cobas e 100 assay performed within specifications. Quality control and calibration data from the analyzer were reviewed and found to be within expected ranges. However, the investigation was limited as patient sample material could not be obtained due to regulatory restrictions in china. Additionally, the specificity of the comparator methods used by the customer could not be verified, leaving the possibility of false reactive results with those methods. A definitive root cause for the reported event could not be determined based on the available information. The customer was advised to perform confirmatory testing using a western blot method, although this could not be conducted onsite.

Event description:
The initial reporter alleged a discrepant non-reactive result with the anti-hcv g2 elecsys cobas e 100 assay on the cobas e411 disk analyzer when compared to other methodologies. The initial test on the cobas e411 platform using the anti-hcv g2 elecsys cobas e 100 assay produced a result of 0.075 coi (non-reactive). Retesting the sample on the same platform with the same assay yielded a result of 0.072 coi (non-reactive). Testing with a colloidal gold test strip produced a positive result, and subsequent retesting with the same method yielded a weakly positive result. Additional testing using an enzyme-linked immunosorbent assay (elisa) methodology produced a positive result. The sample was also retested on the cobas e601 platform, but the results were not reported. Western blot testing was recommended to the customer but could not be performed onsite.